Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading indicating possible device malfunction. Lead break is suspected. The patient had not suffered any recent injury or trauma that may have damaged the vns therapy system nor does she manipulate the device through the skin. No adverse event was reported in conjunction with the high lead impedance condition. Review of x-rays by manufacturer revealed that the generator was implanted in the left chest with lead connector pins fully inserted past the generator connector block, feed-throughs intact and lead wire intact at the connector pin. The lead electrodes were implanted with strain relief and 2 tie downs noted. No visible gross lead discontinuities or acute angles were noted, though a portion of the lead was not visible as it was behind the generator. A lead discontinuity behind the generator could not be ruled out. The patient underwent vns therapy vns therapy system replacement surgery, due to suspected lead discontinuity, during which both the lead generator were replaced.